Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation ¿ left broad ligament near uteroovarian ligament") and abdominal pain ("severe abdominal pain") in a 38-year-old female patient who had essure (batch no. A02556, a22171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included crohn's disease, pains in legs, loop electrosurgical excision procedure, small bowel resection, bladder repair, d & c, carpal tunnel release, pyelonephritis, anxiety, neck pain and shoulder pain. Concurrent conditions included anesthesia, constipation, diarrhea, frequent periods, menstruation abnormal and retroverted uterus. Concomitant products included medroxyprogesterone (depo provera), oxycocet (percocet) and prednisone. On (B)(6) 2012, the patient had essure inserted. In january 2015, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and pelvic pain ("pain"). On (B)(6) 2016, 3 years 9 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), back pain ("severe back pain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("lower abdominal pain") and complication of device insertion ("doctor was not able to place second coil due to ¿fluffy¿ endometrial lining obscuring the ostia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy.) And surgery (hysterectomy with essure devices removal). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, vaginal haemorrhage, female sexual dysfunction, pelvic pain, abdominal pain lower and complication of device insertion outcome was unknown and the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: in august 2012, the plaintiff underwent the essure implantation procedure and was successfully implanted with one essure. The health professional was unable to place the second essure coil. In september 2012, the plaintiff underwent second implantation procedure and the second device was implanted. In early 2016, plaintiff sought medical treatment regarding the aforementioned symptoms. Essure insertion date provided as (B)(6) 2012; (B)(6) 2012. Complication during insertion -doctor was not able to place second coil due to ¿fluffy¿ endometrial lining obscuring the ostia. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - dysmenorrhea, menorrhagia" lot number a02556: manufacture date: 2012-04 expiration date: 2015-04 lot number a22171: manufacture date: 2012-06 expiration date: 2015-06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation ¿ left broad ligament near uteroovarian ligament") and abdominal pain ("severe abdominal pain") in a 38-year-old female patient who had essure (batch no. A02556, a22171) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included crohn's disease, pains in legs, loop electrosurgical excision procedure, small bowel resection, bladder repair, d & c, carpal tunnel release, pyelonephritis, anxiety, neck pain and shoulder pain. Concurrent conditions included anesthesia, constipation, diarrhea, frequent periods, menstruation abnormal and retroverted uterus. Concomitant products included medroxyprogesterone (depo provera), oxycocet (percocet) and prednisone. On (B)(6) 2012, the patient had essure inserted. In january 2015, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and pelvic pain ("pain"). On (B)(6) 2016, 3 years 9 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), back pain ("severe back pain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("lower abdominal pain") and complication of device insertion ("doctor was not able to place second coil due to ¿fluffy¿ endometrial lining obscuring the ostia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy) and surgery (hysterectomy with essure devices removal). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, vaginal haemorrhage, female sexual dysfunction, pelvic pain, abdominal pain lower and complication of device insertion outcome was unknown and the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia and alopecia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: in august 2012, the plaintiff underwent the essure implantation procedure and was successfully implanted with one essure. The health professional was unable to place the second essure coil. In september 2012, the plaintiff underwent second implantation procedure and the second device was implanted. In early 2016, plaintiff sought medical treatment regarding the aforementioned symptoms. Essure insertion date provided as 06aug2012; 17sep2012. Complication during insertion -doctor was not able to place second coil due to ¿fluffy¿ endometrial lining obscuring the ostia. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - dysmenorrhea, menorrhagia" most recent follow-up information incorporated above includes: on 19-mar-2018: events- "abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), perforation ¿ left broad ligament near uteroovarian ligament , pain, lower abdominal pain, she did not undergo essure confirmation test", lot number, reporter added from pfs. Concomittant and historical condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with essure devices removal). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia and alopecia was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia and menstrual disorder to be related to essure. The reporter commented: in (B)(6) 2012, the plaintiff underwent the essure implantation procedure and was successfully implanted with one essure. The health professional was unable to place the second essure coil. In (B)(6) 2012, the plaintiff underwent second implantation procedure and the second device was implanted. In early 2016, plaintiff sought medical treatment regarding the aforementioned symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.